Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the waist pack was returned for evaluation. Failure analysis revealed that the front and back of the controller pocket was torn. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed, but not limited to wear and/or improper handling of the waist pack. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s waist pack is falling apart with normal wear and tear. The waist pack was exchanged. No patient complications have been reported as a result of this event.